Event description:
Customer reported that the 840 ventilator was inoperative while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).